Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system: section: warnings & cautions: warnings; section: pre-support evaluation; section: axillary insertion of the impella 5.5 catheter; section: direct aortic insertion; section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was being implanted with an impella cp device for mechanical circulatory support. It was reported when attempting to insert a long 25 centimeter (cm) peel away sheath, the sheath could not pass farther past arteriotomy. It was then noted that the stiff wire had a significant kink. It was then decided to utilize the right femoral artery for access then intervention via radial artery. A 13 cm impella sheath was inserted and positioned after 8, 10, & 12 french dilators. Left ventricle (lv) access was attained with a pigtail catheter and 0.018 wire was positioned in the lv. The catheter was removed and the impella cp was then inserted over the wire but could not pass the iliac/aorta bifurcation. The impella cp was removed. The process was repeated with a 25 cm impella sheath but again was unable to pass iliac-aorta threshold. It was then decided to proceed with intervention without impella cp support. No patient injury was reported.

Manufacturer narrative:
The investigation for the access site bleed, introducer damage, and delivery issues has been completed. The product was not returned for investigation. The data log review was not required for this case run. Moderate plaque and tortuosity were reported while accessing the left femoral artery. The sheath couldn¿t pass through the arteriotomy, and it was found that the stiff guidewire was kinked. A small hematoma was controlled by applying manual pressure during the guidewire kink issue. The doctor changed the access site to the right femoral artery (rfa). The pump was not able to pass through the iliac/aorta bifurcation. The doctor tried to save time, but the attempt was unsuccessful. The cause of the delivery issue and product damage was most likely patient condition related to diseased/small vessels, which could also contribute to the access site bleeding and product kinking.